Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacture date: monitor: 5/23/2014. Belt: 12/20/2013.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event on (B)(6) 2020 and passed away on (B)(6) 2020 at the hospital ICU. It was reported that the patient was not wearing the lifevest at the time of passing. It was reported that after the treatment event resuscitation attempts were successful and the patient remained in the ICU. Review of the download data, indicates the patient was treated 23 times between 10:15:20 and 12:24:54 on (B)(6) 2020. The patient was appropriately treated 22 times in vt/vf. The lifevest delivered one in inappropriate treatment at 12:05:32 while the patient was in supraventricular tachycardia (svt) at 160 bpm with frequent pvc's. The rapid rate satisfied the rate detector of the detection algorithm. The appropriate treatment event successfully converted the arrhythmia to a life sustaining rhythm of sinus tachycardia at 120 bpm with pvc's. The patient then degraded to vf. From 12:24:54 to 12:31:03, the patient was seen in vf with CPR/motion artifact, variable heart rate, and variable amplitudes. CPR/motion artifact, variable hr, variable amplitudes, and hr at or below the treatment threshold prevented the lifevest from treating the patient. The patient received 10 non-lifevest defibrillations between 12:31:05 to 13:22:29, while the patient was in vt/vf with CPR/motion artifact or while CPR/motion artifact obscured the ECG recording. The patient was last seen from 13:23:27 to 13:45:50 in sinus tachycardia at 100 bpm with motion artifact. The patient's heart rhythm at 70 bpm slowing to sinus bradycardia at 50 bpm with CPR/motion artifact until the device shutdown at 13:45:50. The patient subsequently passed away on (B)(6) 2020.